Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (nonfunctional ecgs) has confirmed there as an open wire in the trunk cable. The root cause for damaged belt was unable to be identified. There was no adverse event that resulted from the damaged belt.

Event description:
A us distributor reported that an electrode belt had non-functional ecgs.